Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station experienced fatal error during login. A technical support specialist (tss) checked the station and found the database (db) size at 10 gigabytes (gb) with errors in the data synchronization process. The db was backed up, and a full synchronization was performed, after which no data synchronization errors were observed. The customer logged into the station and successfully performed multiple functions without issues. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, fatal error occurred when user tried to login. User rebooted the station, but issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.